Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the asymptomatic patient presented for follow-up, post-sensed t-wave oversensing on the ventricular channel was observed. The patient received inappropriate atp therapy. Programming changes were made. Patient was fine after the event.